Manufacturer narrative:
Same complaint was submitted twice under two different references: - (B)(4) associated with MDR reference 1000165971-2014-00401. - (B)(4) associated with this MDR reference 1000165971-2014-00390. The latter complaint is closed in state as a duplicate.

Event description:
A translation error in (B)(6) language has been reported. Preliminary analysis confirmed the reported issue.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4).

Event description:
A translation error in (B)(4) language has been reported. Preliminary analysis confirmed the reported issue.